Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the patient experienced abdominal pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the patient experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten- and half-year post filter deployment, patient had sharp abdominal pain. Subsequent, computed tomography revealed the legs had migrated outside the vena cava so capturing it would be difficult and somewhat dangerous. Approximately a few days later, computed tomography revealed there was an inferior vena cava filter in place which appeared remarkable in position and appearance with the tip at the level of renal veins. There was no evidence of inferior vena cava filter migration. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.